Event description:
Information received indicates the bed is not working.

Manufacturer narrative:
The technician performed a complete function check on all systems and could not duplicate the alleged failure.